Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. It was noted that the patient has only received one shock since the device was implanted. The patient is ventricular paced at less than 1%. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. It was noted that the patient has only received one shock since the device was implanted. The patient is ventricular paced at less than 1%. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Additional information: a good faith effort was submitted to obtain additional details regarding this event. The field reported that the clinic initially provided the wrong information, including the date of implant. Additional review of this event revealed that this was previously reported under bsc reference (B)(4) and the turkey ministry of health reference (B)(4).. For any further information, including device analysis results, please see the reports listed under those reference numbers.

Manufacturer narrative:
Additional review of this event revealed that this was previously reported under bsc reference #(B)(4). For any further information, including device analysis results, please see the report listed under this reference number.